Event description:
It was reported that during the implant attempt, the wrong size introducer was used initially, which resulted in difficulty advancing the lead. When the lead was removed in order to use the correct size introducer, the lead insulation was noted to have mushroomed in two areas. The lead was attempted again, and when placed, exhibited high impedances, rising thresholds, and decreasing r-waves. A second placement resulted in similar measurements. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. All conductors were stretched, blood was found in/on the helix/lobe mechanism, and the lead appeared stretched and damaged at implant.